Event description:
Related manufacturer reference number: 2017865-2025-27791. It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker and right atrial (ra) lead exhibited low p waves sensing resulting in undersensing. Programming changes on the atrial sensitivity were made. The patient was in stable condition.